Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation, and a request has been made for its return. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two companion samples were received for evaluation. A visual inspection was performed to the sets and the results were satisfactory; all components were present, in the right position and complete. The samples were submitted for a pull test; (5 lbs for 10 sec) was applied to the components bonding assemblies and no separations were observed. The samples were then submitted for dimensional testing and they were within specifications. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a cysto/bladder irrigation set that separated. According to the report, the latex sleeve disconnected from a karl storz cysto instrument/scope. When staff connects the latex sleeve to the scope and they begin flushing water through the line, the sleeve separates from the scope. The incident occurred during use in surgery on several different occasions. The exact amount of occurrences is unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.